Manufacturer narrative:
Manufacturing investigation: the internal identifier for this report is (B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au5800 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified low sodium (na) and potassium (k) ion-selective electrode (ise) results. The service documentation revealed that the customer replaced the sample valve, but the problem recurred on (B)(6) 2015. A beckman fse came on-site and replaced the four (4) buffer valves on (B)(6) 2015, but the erratic ise results remained. The fse returned to the facility on december 17, 2015 to evaluate the reported ise low fliers issue on cell 1 and cell 2. The fse replaced the sample syringe, and then removed and inspected both the wash syringe and syringe drivers. On (B)(6) 2015, the fse returned to the site and replaced the level detection power control board (pcb) for the ise sample arm to resolve the issue. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified erratic ise results. Therefore, the complaint event was confirmed.

Event description:
The complainant reported that the instrument experienced low sodium (na) and potassium (k) ion-selective electrode (ise) results on (B)(6) 2015 (reference MDR ID 9612296-2018-00187). The customer replaced the sample valve, but the problem recurred on (B)(6) 2015 (reference MDR ID 9612296-2018-00185). A beckman field service engineer (fse) came on-site and replaced the four (4) buffer valves on (B)(6) 2015, but the erratic ise results remained. There was no report of patient results released from the laboratory. No patient consequences or adverse patient effects were reported as a result of this event. No calibration data was supplied for this incident. The complaint device was available for evaluation.